Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set disconnected during infusion. The reporter stated that they were ¿not sure where the disconnection was occurring.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An unused sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The diameter of the female luer was measured and found to be within specification. Simulated use testing was performed, and the device primed and flowed normally with no leaks or separations noted. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.